Manufacturer narrative:
Device not returned.

Event description:
It was reported that blood leakage was observed. It was further reported that the catheter appeared to have a slit. No patient complications were reported.